Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed two shorted lead indicators were recorded by the device on july 14, 2025. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out of range measurement indicates the high energy output bridge is electrically damaged. Bench testing confirmed pacing pulses are present. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to a recorded code 1004 associated high out of range shock impedance measurements. Rhythmcare recommended device and lead replacement. This device system was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to a recorded code 1004 associated high out of range shock impedance measurements. Rhythmcare recommended device and lead replacement. This device system was explanted and replaced. No additional adverse patient effects were reported.